Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device, the reported failure could not be physically investigated or confirmed. However, it was reported that the physician believes that he did not shuttle far enough which could lead to a failure to deploy. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head common femoral artery. Peri-procedure, the patient was anticoagulated with 4,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is in training selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down. Then the physician retracted the sheath and the sealant and advancer tube retracted as well (only the black wire was showing). The physician deflated the balloon and converted the patient to manual compression for approximately 15 minutes with no further complications. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. The physician stated that he believes that he did not shuttle far enough.